Manufacturer narrative:
The insulin pump didn't alarm button error during testing. However, the up button on the device had intermittent button response due to corroded keypad traces. The device passed rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The motor was tested outside of the device and it passed. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked batter tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error while he was attempting to administer insulin. Customer's blood glucose was 238 mg/dl. Customer has just finished from his garden and it wasn't hot outside. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.